Event description:
During a follow-up, increased capture threshold and decreased sensing were observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was explanted and was going to be reimplanted but the helix of the rv lead was unable to be extended. The rv lead was then replaced to resolve the event. The patient is stable.